Event description:
It was reported that the patient experienced urethral erosion with ams 800 artificial urinary sphincter (aus).the existing aus occlusive cuff was removed and replaced with a new cuff.

Manufacturer narrative:
Erosion was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The allegation was not confirmed as the cuff performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced urethral erosion with ams 800 artificial urinary sphincter (aus).the existing aus occlusive cuff was removed and replaced with a new cuff.